Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Implant date unknown date in (B)(6) 2018 . Part: 805.604.04s , lot: l349999 , manufacturing site: oberdorf , release to warehouse date: 11. May 2017 , expiry date: 31. Mar. 2021 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated the original surgery date was on an unknown date in (B)(6) 2018.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent removal of plate on (B)(6) 2019, due to the patient reaction of implanted material. The patient reactions included redness and swelling that led to drainage at the surgical site on the left side of the patients head. The patient was originally implanted on an unknown date with the following devices; one (1) rapid resorb straight row mesh-sterile, one (1) rapidsorb cortex screw, three (3) 1.5 mm cortex screw, two (2) 1.5 mm cortex screw. Patient bone had fused. There was no surgical delay. Hardware removal was completed successfully. Patient outcome is unknown. This is report 7 of 8 for (B)(4).